Manufacturer narrative:
Date sent: 2/9/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a duodenal switch procedure, the surgeon fired the device on the antrum of the stomach; it cut and stapled past the center of the cut line and then stopped. The staples were observed to be open in a u form. Another device was used to complete the procedure. There was no adverse consequence to the patient.